Manufacturer narrative:
Company rep evaluated the unit and replaced the display.

Event description:
Customer reported issue with the passport 2 monitor's display, which may have affected patient monitoring. No patient injury was reported.